Event description:
It was reported that this patient was presented for an office check. Upon interrogation, the health care professional reached out to technical services (ts) to review the presenting electrograms (egm). Upon review, it was noted that the patient has frequent premature ventricular contraction (pvc)s. It was also reported that the patient has previously undergone an ablation procedure due to an underlying patient condition. Device testing was performed and all measurements were reported to be within normal range. Subsequently, the patient underwent a right ventricular (rv) lead revision procedure. During the procedure, the physician requested the device to be reprogrammed prior to the new rv lead being inserted. Post device reprogramming, it was noted that the device was no longer pacing in the rv and the pace and sense configuration had changed, therefore additional reprogramming was performed. Ts was consulted and could not confirm the reason for this rv lead configuration change, but recommended the device be sent in for further analysis. Ultimately, the physician opted to explant and replace the pacemaker. The rv lead was successfully surgically abandoned and replaced. No additional adverse patient effects were reported.